Event description:
It was reported that during a hysterectomy procedure, a bent clip came out at closing the abdomen wall. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during the dwell 2. The home patient (hp) stated her supply bag fell to the floor and disconnected. The hp discarded the sample. Proper procedures per the user manual were reviewed with the hp. The peritoneal dialysis (pd) was contacted on (B)(6) 2010. Per the pd nurse, the home patient is doing fine and continuing therapy as usual. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). (B)(4). Nonconforming staple stack the analysis results showed that the device was returned non- functional due to misaligned staples in the staple stack that would not allow the device to function as intended. No functional test could be performed due to the conditions of the device. While no conclusion could be reached as to how the staples became misaligned, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.